Event description:
Pt was revised to address groin pain. It was reported that the cup appeared to be a little bit vertical, with good bony ingrowth on the superior edge; poor ingrowth on the back and sides.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.